Event description:
Three different ekosonic catheters did not function properly. They would not infuse correctly. The side holes did not seem open. The procedure was then completed with successful placement of bilateral pulmonary artery infusion catheters, with no complications. Pulmonary artery angiogram with placement of thrombolysis catheters and bolus of 6mg of tpa. Device usage problem: device failed (e.g., broke, couldn't get it to work or stopped working).

Manufacturer narrative:
On (B)(4) 2014, ekos received medwatch report from FDA. Inspection of the three returned ekos infusion catheters showed blood in the catheter lumens. The blood found in the catheter lumens is consistent with the reported event of not being able to infuse correctly. Drug lumens and drug holes were confirmed to be present in the catheters, meeting specs. The device instructions for use warn the user to never draw blood back into the drug lumens or the drug lumens and holes may become occluded. Based on the occluded lumens found in the investigation, it is likely the user aspirated the lumens or did not prepare the catheter properly prior to use. Users were retrained by ekos. It was reported that the pt did fine. Additional device: lot# 130724053-003, expiration: 07/28/2016; 140109037-001, 12/28/2016.